Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device has a paddle problem (hand brake failure). There was no reported patient involvement.